Manufacturer narrative:
The customer received a processor pca (printed circuit assembly) card (p/n: 453564489071), which has a different connector compared to the card installed in the equipment. As a result, it is necessary to change the adapter cable (communication cable) from the ui pca to the processor pca. Consequently, the customer ordered the dfm100-cbl ui to processor mix (p/n: 453564844311). No malfunction has been observed with the device. The device remains at the customer site, and no further evaluation is warranted at this time. This case is updated to a non-complaint.

Event description:
Philips received a complaint on the defibrillator indicating that there is a different connector on the processor pca assy that came to us which requires changing the adapter cable between ui pca to processor pca. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.